Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 11-nov-2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to carto 3 system and it was recognized; however, error 106 appeared on the system. Failure analysis revealed an open circuit in the tip area. The tip dissection revealed insufficient application of the adhesive application on the anchor tip. A manufacturing record evaluation was performed for the finished device lot number 31289272m, and no internal action was found during the review. The customer-reported force issue was confirmed, with the adhesive application contributing to the failure. The root cause of the force issue was attributed to the manufacturing process, while the cause of the pebax hole could be related to unintentional use; however, this cannot be conclusively determined. The pebax issue is unrelated to the reported event. The carto® 3 system instructions for use (IFU) contain the following information: always zero the contact force reading of the catheter following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. This product issue will be addressed through johnson & johnson medtech quality system. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor issues. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿force¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿force¿ issue. In addition, biosense webster, inc. Analysis finding of the ¿open circuit¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿force¿ issue. In addition, biosense webster inc. Analysis finding of the ¿insufficient application of the adhesive application on the anchor tip¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish material and a hole in the surface of the pebax¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc procedure with a thermocool smarttouch catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. During the procedure, there was a problem with the force of the catheter. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-nov-2024, observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 18-nov-2024 and have assessed this returned condition as reportable.